Event description:
The patient contacted animas on (B)(6) 2012 alleging that while attempting to clear a call service alarm, the pump began to load the cartridge without user input after the pump had been rewound. The patient stated that he is confident that he did not press anything on the pump that would have initiated the load step. There was no reported adverse event associated with this complaint. This complaint is being reported because of the alleged load step malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no evidence of load step malfunction in the black box, only loss of primes associated with cartridge reloads and power resets. Performed pump rewind, load, and prime with no loss of prime. Force sensor calibration was within specifications. There was no defect found with alleged complaint. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, evaluation revealed a scratched display screen and worn keypad symbols, which has no effect on insulin delivery function.